Event description:
It was reported that the patient had nsrvo. The signal was sensed on two occasions and inhibited pacing. Programming changes were made. The patients condition was good and unchanged by the alert.

Manufacturer narrative:
(B)(4).